Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Supplier reviewed internal documentation. Review of documentation noted a slight undersegmentation of an anterior medial osteophyte during the planning. Surgeon approved plan used in the manufacture of the knee guides.

Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6), 2011. When the femoral guide was placed on the knee, it gave greater than ten degrees of external rotation. The procedure was completed using standard instrumentation, but only after a delay of more than half an hour had occurred.